Event description:
After having lasik 10 years ago, I have experienced blurred vision, problems with night vision and with glare. When I read a printed page, I have to slant the reading material to find a comfortable angle to read, especially on a glossy paper such as magazines. When I drive into a darker area, such as a covered parking lot, my eyes do not easily adjust to the dimmed light and I have to drive more carefully. My eyesight was 10 in one eye and 11 in the other so I am not sorry I had the procedure but think I should have used a more experienced provider. I am now experiencing farsightedness and use reading glasses.